Event description:
Incident reported as: the customer reported that there was a problem with balloon both during testing prior to insertion and spontaneous rupture post insertion. No further details available. No patient injury reported. No intervention reported.

Manufacturer narrative:
The actual device has not been returned for evaluation. Teleflex medical has requested the sample from the facility to perform an evaluation. The investigation report is not available at time of this report.